Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose level and the customer was alleging the insulin pump for the under delivery of the insulin. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer's current blood glucose level was 240 mg/dl. Other relevant blood glucose level of the customer was 260 mg/dl. The customer was treated by the back-up plan. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had a hardware low level failure. The insulin pump will be returned for the analysis.